Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, this event may have occurred by the following. -user reprocessing around forceps elevator after procedure was insufficient. -foreign material on forceps elevator got dry and adhered since user did not reprocess device immediately after procedure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomena. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the annual inspection at the service department of olympus (B)(4), it was found that the forceps elevator had foreign material and the inside of the light guide lens was dirty. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.